Event description:
An occlusion alarm was reported. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to perform a series of troubleshooting steps to resolve the issue, including disconnecting and reconnecting the tubing and delivering a bolus. Despite these efforts, the customer continued to experience occlusion alarms with various infusion sets, including trusteel and autosoft. As a result, the customer did not feel safe using the pump, so it was replaced, and she will revert to an alternate method of insulin therapy.